Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email that patient was hospitalized over a year ago. Customer was hospitalized as a result of high blood glucose and having diabetic ketoacidosis. Customer is doing well now and does not want to follow up with helpline.